Event description:
It was reported that during an implant, the physician attempted to reposition the new right ventricular (rv) lead and was unable to retract the helix despite more than thirty turns. The helix eventually retracted but the physician decided to use another lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.